Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the pressure regulating balloon was not working well due to a perforation that might've happened during surgery. A new 61 - 70 cm prb was implanted. No information about the patient's outcome was provided.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. A new 61 - 70 cm pressure regulating balloon (prb) was implanted. No information about the patient's outcome was provided.